Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had frequent motor errors and no delivery alarms. Also cracks in the insulin pump and scratches on screen made it difficult to see the screen. The device was not returned.